Event description:
It was reported that the right ventricular lead exhibited oversensing. There was no intervention reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.